Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was not confirmed. Additional evaluation findings were as follows: the control unit, the plug unit and the scope connector cover unit all had corrosion; due to water leakage. The control unit was dirty, and the angulation was tight. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using an evis lucera elite bronchovideoscope. There was a scope communication error code b30 on display. The event occurred, during reprocessing after the diagnostic procedure (bronchoscopy) was completed with a similar device. There was no procedural delay, no patient under anesthesia, or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 image issue could not be definitively determined, however, the issue was likely due to leakage into the scope connector during user handling, resulting in damage to an electronic component. The event may be detected/reduced or prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.